Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
A (B)(6) male presented with acute myocardial infarction and cardiogenic shock. An impella lp2.5 was inserted for cardiac support. During treatment, patient exhibited hemolysis. As treatment, patient received a blood transfusion.